Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a case seal leak, visible moisture in pump, contamination under all contacts, and corrosion on the power circuit and keypad connector. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2012, with the following findings: testing was unable to download the black box and history due visible moisture damage on the pump. The pump was unable to boot up to "verify" screen: unable to verify all steps and to test button response due the power failure. Inspection shows evidence of moisture condensation on the display screen inside the pump. The keypad and the bolus button are undamaged. The keypad was removed and contamination found under all button contacts. A crack observed on the pump case between the seal and the display lens. A leak test was performed on the pump and it failed due a case seal leak. The pump was opened for examination and moisture corrosion found inside the unit on the power circuit and the keypad connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.